Event description:
It was reported that the patient underwent a posterior spinal fusion at t12-l4 to treat a l2 burst fracture. It was reported that the extenders were not able to be disengaged from the screws. The hcp was finally able to remove the extenders after using a rod holder to pinch the tabs. No patient complications were reported.

Manufacturer narrative:
Additional info: visual and optical examination of complaint return instrument did not identify material issue, with respect to deformation, crack, fracture, or breakage. No material witness marks noted on any of the four mas head engagement tab areas. No issues with opening or closing the instrument with a sample mas. Functional evaluation with a sample mas at maximum angulation and instrument in manual tensile load was unable to manually induce binding of the instrument. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. Conclusion: the instrument appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.